Event description:
The customer reported low and erratic results for wbc (white blood cell) and hemoglobin generated on quality control samples when using the unicel dxh 800 coulter cellular analysis system. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and observed wbc (white blood cell) and hemoglobin failures on 6c controls, wbc chamber was draining slowly and flow cell errors including incomplete differentials and low events. He replaced solenoid vl167 and vl160. Vl160 was the root cause for wbc bath not draining and vl167 was replaced as preventative maintenance. The multi-transducer module (mtm) was optimized and he performed several flowcell flush with cleaner and cleaned outside of flow cell. There were no further incomplete differentials or low events. Identified failure modes: vl160 was replaced and the wbc bath not draining was resolved. No erroneous results were generated in connection with the reported event. Upon recur, the vl160 failure mode identified will likely cause "erroneous yet credible" wbc and hemoglobin results due to dilution error from carryover during improper draining of the wbc baths. Evaluation of product labeling: unicel dxh 800 coulter cellular analysis system instructions for use, (B)(4): the dxh 800 system manager includes flags, codes and messages to alert you to issues with patient or control results. (B)(4).